Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error and insulin pump did not turn off. The customer¿s blood glucose was 130 mg/dl at the time of incident. Customer reports alarm did not clear by selecting ok. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected power error alarm noted during testing. No this alarm is generated when a power failure is detected alarm, no motor safety circuit failed test error alarm and no frozen screen anomaly during testing.